Event description:
It was reported by service report that the bed exit was not working. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
Result: description: bed exit alarm.